Manufacturer narrative:
Follow-up #1: date of submission 8/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: unable to confirm or duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. The available bb/pump history shows no evidence of any cs064 alarms. Successfully performed ezprime sequence with no call service alarms being duplicated. Pump was exercised for 24 hrs; no call service alarms were duplicated during this time period.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.